Manufacturer narrative:
(B)(4). The sample was not available, hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) a one-link needle-free IV connector which became disconnected from the lumen. According to the report, there was a patient with a hickman/"raaf" triple lumen percutaneous central line attached to a one-link valve. The one-link fell off despite checking for tightness. This put the patient at a greater risk for sepsis from the central line not being sealed. Upon follow-up, clarification was received stating that both the patient and health care professional indicated that each time the line was accessed/deaccessed the tightness of the valve connection was double checked, and the patient also said that following the unexpected disconnection, she would also occasionally check the connections throughout the day. When she is at home, the patient tucks the end of her lines into the front of her bra to prevent them catching or dangling loosely. At least one of these disconnections occurred when she was out on a pass and presumably had the line tucked away protectively. The patient had since reverted to using the old caps (flo-link). She was unable to confirm if the device was falling off from one, or from all three of the lumens. No other difficulties with the device were expressed. The event occurred during patient use.

Manufacturer narrative:
(B)(4). Additional information: a labeling review was performed and the instructions, are printed on each individual packaging, are available to the user and are accurate and sufficient. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.